Event description:
The customer reported that the pump did not work. A review of the device alarm history log during investigation showed multiple n56 replace battery alarms. The device did not pass the self-test finding the battery was defective and the battery was replaced. Testing and investigation confirmed the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.